Event description:
Customer alleges discrepant results with 2 meters compared to lab: pt: 1, date: (B)(6) 2010, inratio: 1.1, other inratio: 2.9, lab: 2.1. Pt: 2, date: (B)(6) 2010, inratio: 3.4, lab: 2.1; 3, (B)(6) 2010, 2.1, 1.7; 4, (B)(6) 2010, 1.5, 2.0; 5, (B)(6) 2010, 2.1; 2.0; 6, (B)(6) 2010, 2.0, 1.97. Pt 7, date: (B)(6) 2010, inratio: 1.3, other inratio: 2.0, lab: 1.85. Customer was not sure which results were from which meter. Unclear if patient 7 results were done on one or both meters. Customer states 1.3 result was from left hand 2.0 result from right hand.

Manufacturer narrative:
Investigation pending.